Event description:
The suture tether attached to the mirca leadless pacemaker did not release correctly causing the device to dislodge. Snare was used to capture device and remove it from patient. Procedure aborted. Per surgeon: "through the retained 24 french sheath the medtronic micra delivery catheter device were placed after the catheter was prepped. Catheter was delivered to the mid right atrium. The sheath was withdrawn to the ivc [inferior vena cava] exposing the curved portion of the delivery catheter. Using steerable delivery catheter the micra was positioned at the mid¿distal right ventricular septum. Contrast injection confirmed location as well as visualization in the lao [left anterior oblique] and rao [right anterior oblique] projections. That tether was released and the micra device was deployed under fluoroscopic guidance. A tug test was performed. There was splaying of 2 splines visualized. The tether was cut however it was unable to be removed. With gentle traction the micra device dislodged and was withdrawn to the ra [right atrium]. The device was unable to be fully recaptured and ultimately the tether removed. With the device in the ra, the ensnare was used to fix the device. A gooseneck snare was then placed alongside the initial snare and the terminal button was snared successfully. The device was then removed from the body through the delivery sheath. The delivery sheath snare and micra device were all subsequently removed and hemostasis was achieved with figure-of-eight and perclose closure systems. Manual pressure was then performed.